Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilting of the filter and subsequent perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilting of the filter and subsequent perforation of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilting of the filter and subsequent perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the filter was placed due to recurrent left lower extremity deep vein thrombosis (dvt). During the filter placement, a left external iliac venogram via popliteal access with ultrasound with thrombectomy of the left superficial femoral vein was performed. The filter was placed via the right common femoral vein and the filter was deployed below the lowest renal vein. Following placement of the filter, thrombectomy of the superficial femoral vein was performed. Residual thrombus was identified and was considered chronic in nature. The patient was taken to the recovery room in stable condition. According to the information received in the patient profile from (ppf), the device is unable to be retrieved, the filter is in place more than 90 days, too risky to attempt retrieval and future perforation and fracture are likely. The patient became aware of the alleged failure approximately four years and one-month post implant. There have been no known attempts to remove the filter. The patient is also reported to experience mental anguish for fear of possible device failure in the future. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, additional information received per the medical records indicate that the filter was placed due to recurrent left lower extremity deep vein thrombosis (dvt). During the filter placement, a left external iliac venogram via popliteal access with ultrasound with thrombectomy of the left superficial femoral vein was performed. The filter was placed via the right common femoral vein and the filter was deployed below the lowest renal vein. Following placement of the filter, thrombectomy of the superficial femoral vein was performed residual thrombus was identified and was considered chronic in nature. The patient was taken to the recovery room in stable condition. According to the information received in the patient profile from (ppf), the device is unable to be retrieved, the filter is in place more than 90 days, too risky to attempt retrieval and future perforation and fracture are likely. The patient became aware of the alleged failure approximately four years and one-month post implant. There have been no known attempts to remove the filter. The patient is also reported to experience mental anguish for fear of possible device failure in the future. Corrected data: the index procedure date that was initially provided in the legal brief was incorrect (july 6, 2006). The medical records state that the date of implantation is (B)(6) 2012. Additional information is pending and will be submitted within 30 days of receipt.